Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to the site to evaluated the iabp unit. Upon arrival, the customer supplied the fse three batteries and the battery charging station to inspect, and visual damage to the inside connection of the battery charging station was noted by the fse. The retaining clip for the transport power cord had also been removed by the customer. To fix the issue, the fse replaced the battery charging station and the reel power cord. The transport power supply was functional, and passed all testing. Discussion was had with customer about the limits and expectations of battery function. Battery run time was completed on all three batteries, and each battery passed the test. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a patient transport, the cardiosave intra-aortic balloon pump (iabp) shutdown. No patient harm, serious injury or adverse event was reported.